Event description:
A customer reported that they observed particulate matter inside the intermate device. The customer noted that this particulate was 5-7 mm long. This was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The initial evaluation confirmed the reported condition of particulate matter, as white particulate around 6 mm in length was observed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.